Event description:
It was reported that customer experienced repeated cartridge alarms during load process and contacted support to inquire about out-of-warranty loaner pump and need for replacement pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, agreed to provide insurance information and complete loaner pump agreement, and was advised about programming pump settings and reconnecting continuous glucose monitor, while technical support confirmed consecutive cartridge alarms, verified information and shipping address, arranged replacement pump with updated software, and sent out-of-warranty loaner pump.